Event description:
New information received noted that the implantable cardioverter defibrillator exhibited a re-occurrence of myopotential sensing on 24jun2020. There were no patient consequences or interventions reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited ventricular over-sensing. Also, low level, high frequency noise that had inhibited pacing was noted. It was suspected that the episodes were caused by myopotential over-sensing. No interventions were made at this time. There were no patient symptoms reported.